Event description:
The reporter stated the surgeon inserted and removed an aq2015a silicone aspheric three piece lens. Lens was removed due to lens tear. The incision was widen, no sutures were required. The reporter stated it was due to loading error. Another same model and size lens implanted.

Manufacturer narrative:
(B) (4). (B) (4).